Event description:
Pt reported heart rate changes and blood pressure changes when using the conductive garment with the tens stimulator in stimulating the neck are since 2009. Electrode placement was on top snaps of garment on back of neck midway up to treat pain. Pt complained of sporadic symptoms of lethargy, irregular heart beat, hypotension, syncope when stimulation was applied. Pt had syncopal episode while at work. Pt did have negative heart tests when tens stimulation was not applied. Pt did not connect the symptoms with the tens stimulation until receiving an rs medical letter warning of neck stimulation. Pt still using tens with electrode location moved to the mid back. Pt reporting sporadic symptoms with the tens applied and sometimes without tens stimulation including a syncopal episode in his kitchen. Pt has not seen a cardiologist recently. The pt reported taking no heart medications and has not had hypertension. The pt has had heart rhythm issues before and has worn a holter monitor in the past. Pt wishes to continue to use the devices.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 87 mg/dl, 260 mg/dl, and 150 mg/dl. Customer reportedly received the following results on the aviva system, compared to a professional meter, within 10 minutes: 266 mg/dl (aviva meter) and 124 mg/dl (doctor's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.